Event description:
In 2002, the patient who is a destination therapy patient was implanted with a vented electric left ventricular assist device (lvad). In 2003, the hospital transplant coordinator contacted the manufacturer reporting that patient had reported having intermittent power limit advisory alarms. Patient waveforms have previously been sent to the manufacturer and were most recently reviewed by tech services in 2003. Patient was admitted to hospital due to intermittent power limit advisory alarm, flows of 3.5lpm and for pump evaluation. After meeting with physician, the plan was to rule out an outflow graft kink by performing an angiogram and doing a dye study. The patient has had a history of intermittent hypertension, is currently asymptomatic, and has a blood pressure of 120's/50's. Lvad flows are 4.3-4.8 lpm. Patient denies any fluid getting into vent filter. Patient also has not had any red heart alarms. The lvad vent filter was examined and does not show any evidence of black dust. A conference call was held with the transplant coordinator, and perfusionist to discuss the patient situation. It was decided to have a pneumatic console with stroke volume limiter available outside the patient's room and instructions for venting the device and the switch to pneumatic back up was reviewed.